Event description:
It was reported that prior to starting a da vinci surgical procedure, while the endowrist one vessel sealer instrument was plugged in, it was observed that it did not work. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the site to obtain additional information concerning the reported event. Per the customer, the instrument would not turn on.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, the instrument's blade was dislodged. Visual inspection showed blade was exposed approximately 0.151 between the grips. The blade and blade tract were observed to have bio-debris. The instrument was placed on an in-house da vinci system and it failed homing. The blade was aligned with the blade tract and was placed on an in-house da vinci system again and this time it passed homing. The instrument successfully cut through red foam. A wet paper towel was placed in between the grip-tips and smoked vapors were observed leaving the towel after the energy activated by stepping on the pedal. 48, 80 - failure analysis investigation also found the instrument's snake wrist to be dislodged. The instrument was still functional however the motion may not be intuitive. The snake wrist's cable was also loose and it was starting to unravel. Failure analysis concluded that the dislodged snake wrist may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the dislodged snake wrist found during failure analysis if to recur could cause or contribute to an adverse event.